Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Memory full prompt.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification up to the (B)(6) 2011. The device failed multiple self-tests due to a low battery between the (B)(6) 2011 and the (B)(6) 2012. Multiple manual power ups of less than one minute duration were recorded. Investigation was unable to find any evidence of the reported fault. It is assumed the customer returned the device in response to field safety corrective action. The self-test fails may be due to the pad-pak not being properly seated in the device, a partially depleted pad-pak being installed or the intermittent failure of the pogo pins. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.